Event description:
Information was received that during use of this smiths medical cadd cassette reservoirs, leaking of the bag contents into the plastic cassette was noticed. No patient injury reported.